Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the dwell on the homechoice machine (hc). The technical service representative (tsr) assisted the hp to cycle power. The tsr advised the hp to notify their peritoneal dialysis nurse. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed, and the root cause could not be determined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.